Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The values were greater than 2000 ohms. A revision procedure was scheduled. The pacemaker and rv lead were explanted and replaced. A fluoroscopy was performed and there was no visible damage on the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case was performed. High power visual inspection of the header and lead barrels noted a hole in the ra seal plug. The rv seal plug was intact. Seal ring marks indicate full lead insertion in all lead barrels. No irregularities were noted in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.